Event description:
On (B) (6) 2008, abbott point of care was contacted by a customer who reported an I-stat cardiac troponin I cartridge yielded a result of 0.06 ng/ml at 1:20. The same sample tested using a laboratory system yielded a result of 0.10 ng/ml at 1:20. On (B) (6) 2008, the customer contacted abbott point of care answering the follow up questions. The customer stated the patient was sent to a different facility and treated for myocardial infarction. The results of follow up tests or diagnosis are not available.